Manufacturer narrative:
Should additional information become available a supplemental record will be filed. Wheels: parent record - prid: (B)(4).

Event description:
Frame had significant twisting and structural damage and veered to the right.